Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the straw on the tunneling tool crimped while the health care professional (hcp) was using it. The hcp used the tunneling tool as indicated and when she pulled the straw out, it looked bent like an accordion. The interventions/actions taken to resolve the issue included reloaded with a new straw. The issue was resolved at the time of the report. The indication-for-use (IFU) was unknown. If additional information is received, a follow-up report will be sent.